Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Event description:
A customer reported an issue on the irrigation line during phacoemulsification phase and irrigation/aspiration phase. The event did not occur during surgery and no patients were involved. No system message was displayed. Additional information was requested and received.

Manufacturer narrative:
A service visit has been performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).